Manufacturer narrative:
A final report will be submitted when further information is received.

Manufacturer narrative:
Technical services (ts) explained that the episode started with atrial fibrillation. As the episode progressed, the atrial fibrillation became stable with intrinsic 1:1 conduction to the ventricle. The fast rate in the ventricle fell within the programmed parameters for ventricular tachycardia, so the device delivered anti-tachycardia pacing (atp) therapy, followed by a shock and post-shock pacing. The atrial fibrillation continued with 1:1 conduction to the ventricle leading to ventricular tachycardia, and a shock was delivered. This cycle happened again. Ts discussed that when atrial fibrillation occurs and intrinsic conduction is able to conduct the atrial fibrillation fast enough to the ventricle, the device will see this as a true ventricular tachycardia and will delivery therapy. Ts determined that the device was working as designed and as programmed. While the therapy was clinically inappropriate, it was confirmed by ts that there is no option to change programming to avoid this situation. The device's therapy zones were reprogrammed. No other adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for receiving a storm of inappropriate shocks due to rhythm acceleration. The rhythm acceleration occurred after anti-tachycardia pacing (atp) was delivered. Shocks were delivered until therapy was exhausted. No other adverse patient effects were reported. Tachycardia parameters on the device were reprogrammed. A memory download was sent to boston scientific technical services (ts) for review.